Event description:
It was reported to gore that the patient underwent open epigastric incisional ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2006: (B)(6) indication: ¿mr. (B)(6) is a very pleasant and nice 68 -year-old white male who had sternal dehiscence which required pectoralis flaps as well as an omental flap. Subsequent to that, he has developed a large epigastric hernia, presumably from the previous incision site for the oriental hernia. It is causing difficulty with him breathing. I sent him for consultation to the general surgical teams, and while we think that we can try to fix this, all the teams have explained to him a high risk of bleeding problems or needing additional surgery, possibility of failure of the hernia repair were all explained to him. I also talked to him about the possibility of intra-abdominal injury, the possibility of needing a general surgery team to help if there was an intra-abdominal injury, the possibility of him having poor results from this, the possibility of an infection, the possibility of an infection of the mesh requiring removal of the mesh were all explained to him. Despite all of these cautions, he wishes for me to go ahead and do the surgery. We are going to set him up for the operation .¿ implant procedure: repair of epigastric post incisional ventral hernia using gore-tex mesh. Application of alloderm to cover 250 cm2 defect of the trunk. [Implant: gore® dualmesh® biomaterial, 1dlmc04/(B)(6), 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2006 (hospitalization (B)(6) 2006). (B)(6) 2006: (B)(6). Operative report. Preoperative and postoperative diagnosis: epigastric ventral hernia repair status post omental flap. Anesthesia: general. Complications: none. ¿ procedure: ¿the abdomen was prepped and draped in standard fashion after adequate general anesthesia was established. The previous incision site was brought down through the skin. Bovie electrocautery was used to maintained meticulous hemostasis as we dissected the skin and subcutaneous fat off of the hernia sac which was rather large. When we were done, we had a hernia sac defect measuring approximately 15 cm wide and 20 cm tall. Then the fascial edges were carefully dissected free until we were able to assure ourselves of good fascia both above and below the remaining hernia sac. Contents were reduced easily without any signs of incarceration, and a series of #0 and #1 prolene stitches were used to tack two pieces of alloderm that had been sewn together to cover the 250 cm2 defect. Then these prolene stitches were used to further sandwich a layer of gore-tex above it in order to provide for a tension-free closure. Then the wound was irrigated out with copious amounts of warm saline. The deep fascia was reapproximated with a series of #0 vicryl stitches. A #10 jackson-pratt drain was placed into the midline, and a series of skin staples was used to close the skin edges with eversion. The sponge, needle, and instrument counts were reported as correct x 2 at the end of the case. The patient tolerated the procedure well and was transported to the recovery room in stable condition.¿ (B)(6) 2006: (B)(6) medical center. Implant sticker. ¿gore dualmesh® biomaterial. Ref catalogue number: 1dmlc04. Lot batch code: (B)(6). W. L. Gore & associates. (B)(6) 2006: (B)(6) medical center. Implant stickers: alloderm regenerative tissue matrix x2; #1: 6 x 16 and #2: 8 x 16. Relevant medical information: (B)(6) 2013 ¿ (B)(6) 2013: (B)(6) clinic. Inpatient hospitalization. (B)(6) 2013: (B)(6) md. Operative report. Assistant: (B)(6) md. Procedure: laparoscopic longitudinal gastrectomy, gastric restrictive procedure, and liver biopsy. Operative and post operative diagnosis: giant thoracic upper abdominal hernia and morbid obesity. Anesthesia: general. Estimated blood loss: 75 ml. Specimens: liver biopsy and stomach. Drains: (B)(6). Complications: none. Indications: ¿the patient is a 65-year-old gentleman with morbid obesity and a very complex chest wall and upper abdominal wall hernia defect secondary to severe mediastinitis after CABG. He is also high risk for cardiovascular complications. The plan is for diagnostic laparoscopy and possible laparoscopic sleeve gastrectomy if it is feasible. I met with him multiple times prior to surgery. Informed consent was provided.¿ wound class: 3 - clean contaminated. Findings: cirrhosis of the liver. Adhesions from prior abdominal surgery. Upon completion, there was a tubularized stomach over a 32-french endoscope. Endoscopy with insufflation revealed no leaks, bleeding, or obstruction. Procedure: ¿on the date of operation, I was present for the key portions of the operation. (B)(6) was the first assistant. There were no qualified residents available to first assist on this advanced procedure. The patient was taken to the operating room and placed in supine position. Following induction of general anesthesia and endotracheal intubation, he was prepped and draped in the usual sterile fashion. The hernia defect was noted to be from the mid chest level all the way down to the umbilical area. A left flank incision was made. The hasson trocar was inserted. The abdomen was insufflated with carbon dioxide to a pressure of 15 mmhg. A 5-mm port laparoscope was inserted. Under direct vision, we inserted a 5-mm left lower quadrant and a 5-mm right lower quadrant port. We had to modify our usual port placement due to the large midline hernia defect. We inserted a 12- mm umbilical port. Initial inspection revealed huge upper midline and thoracic hernia. The omentum had been tacked into this hernia space. We did place a 15- mm right upper quadrant port, another 15-mm right upper quadrant port, and two 5-mm right subcostal ports. We were gradually able to free some of the midline adhesions on the right side. We did identify the liver which appeared to have evidence of macronodular cirrhosis. Liver biopsy was performed at the end of the procedure. We were able to tease away adhesions. Adhesiolysis required more than 1 hour. We were able to find the stomach. We divided the greater curvature attachments with the harmonic scalpel from the pylorus all the way up to the angle of his. We then applied the green load stapler about 3 cm from the pylorus parallel to the lesser curvature. We did pass the flexible scope down the esophagus on lesser curvature of stomach and into the pylorus. Multiple green load staplers were applied parallel to the endoscope up toward the angle of his. Staple lines were examined on both sides and found to be intact. The gastric remnant specimen was eventually placed into a sterile bag and brought out through the right upper quadrant port site. We did oversew the long staple line with running 2-0 v-loc suture using the endostitch in a lambert fashion. Endoscopy with insufflation revealed no leaks, bleeding, or obstruction. The scope was withdrawn. We did place #15 round jp drain alongside the suture line and brought it out through the right upper quadrant port site. We did close all the large ports with fascial stitches of#0 vicryl. Liver biopsy was performed. Tru-cut needle was passed percutaneously into the right lobe of the liver. Good specimen was obtained and sent to pathology. The biopsy site was cauterized. Final inspection revealed no bleeding or injury. All instrument and trocars were removed. The abdomen was deflated. Skin incisions were closed with 4-0 vicryl subcuticular. Steri-strips were applied. Procedure was tolerated well. The patient went to recovery in good condition. Please note, this was a very difficult procedure due to severe adhesions, a large thoracic/abdominal hernia and overall poor exposure. The operation required well over twice as long as the standard procedure.¿ (B)(6) 2014: (B)(6) clinic. Inpatient hospitalization. (B)(6) 2014: (B)(6) md [resident]. Sicu history and physical note: ¿65-year-old male s/p laparoscopic sleeve gastrectomy on (B)(6) 2013 transferred from sandusky on bipap with aki [acute kidney injury] and respiratory distress. Upon arrival amet was called. Past medical history significant for htn, hld, dmt2, osa on CPAP, thyroid disorder, cad with CABG in 2005, dvt following CABG in 2006, and severe mediastinitis from mrsa requiring sternal debridement with skin flap to mid chest resulting in an abdominal wall defect and hernia. He has been on home lovenox. Presents with ileus and colon distention, cough x several days, confusion, on bipap, mildly tachycardic, w/aki, oliguric w/ a foley catheter in place. Currently tolerating 6l nc [nasal cannula]. History of present illness: mr. (B)(6) is a 65-year-old male with a 12 year history of dm type 2 without microvascular complications, who was admitted on (B)(6) 2013 for bariatric surgery, s/p sleeve gastrectomy with liver bx, for weight reduction needed prior to ventral hernia repair. He has had worsening abdominal discomfort dt [due to] a ventral hernia for the past 9 y. Past medical history significant for htn, hld, cad with CABG in 2005, dvt in 2006, mrsa requiring sternal debridement with skin flap to mid chest. (B)(6) 2014: (B)(6) md. Discharge summary. Hospital course: ¿pt immediately transferred to sicu for closer monitoring especially of his respiratory status. Chief diagnosis was dehydration +1- aspiration/pneumonia causing ileus, and subsequest [sic] respiratory distress. Pt was intubated and invasive lines placed. Serial abdominal exams were done and xrays were taken. CT chest was positive for lul [left upper lobe] pneumonia and atelectasis. CT abdomen showed dilation of bowel but no transition point. ID [infectious disease] was consulted for IV abx. He received IV hydration which improved his aki [acute kidney injury]. He was also malnutritioned and started on tpn. Gi and colorectal also saw the patient. His abdominal distension improved with ngt [nasogastric tube] and rectal tube decompression as well as with repletion of electrolytes. On (B)(6) 2014, gi did a colonoscopy which showed mucosal ulcers. A follow-up mesenteric us was nondiagnostic. We followed the patient clinically and his abdominal distention and wbc decreased. Pt's abdominal distension was back to baseline by (B)(6) 2014; he was extubated on (B)(6) 2014. Pt was transferred to the rnf on (B)(6) 2014. Pt continued to have bowel movements. We started po diet and continued tpn. Pt consult was ordered for safety assessment. Pt did have a repeat episode of emesis, requiring npo for another 24h period, which resolved. Pt was restarted on diet, which he tolerated well. Pt continued to progress with his activity, mentation, and po intake. He abdomen remained distended, but pt did not have any pain or discomfort. Endocrine was consulted for dm management. Pt was discharged to home in stable hemodynamic, respiratory, and ambulatory condition on po diet, no tpn, and home health pt.¿ (B)(6) 2016 ¿ (B)(6) 2016: (B)(6) clinic. Inpatient hospitalization. (B)(6) 2016: (B)(6) md. Operative report. Assistants: (B)(6) md. Procedure: open right myofascial advancement flap. Open left myofascial advancement flap. Repair of recurrent incarcerated incisional hernia. Implantation of 50 x 50 cm versatack mesh. Resection of skin and subcutaneous tissue. Preoperative and postoperative diagnosis: massive recurrent subxiphoid midline hernia. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Indications: ¿the patient is a 68-year-old gentleman, who has had a very complicated past surgical history after CABG, external infection, omental and pectoralis flaps. There is now a massive hernia, it has been fixed multiple times with alloderm, infected gore-tex mesh, removal of gore-tex mesh, placement of alloderm with component separation. He now has massive defect with loss of domain. The risks, benefits, and outcomes of open complex abdominal reconstruction were discussed in detail. He understood and wished to proceed.¿ wound class: clean. Procedure: ¿the patient was identified, brought to the operating room, and placed in the supine position. After general endotracheal anesthesia was administered and all appropriate padding secured to the table, he was prepped and draped in the usual sterile fashion. Preoperative antibiotics and scds were applied. We then began with midline incision going from the sternal notch all the way down below his umbilicus and entered the abdomen sharply. He had massively distended colon up in his hernia over his sternum, this was all reduced. We then took down the omentum and confirmed meticulous hemostasis. Remainder the bowel had minimal adhesions in his abdomen. He had all piece of mesh in his umbilicus that was resected as well. Alloderm was present, but not resected and we went to his hernia sac. We then turned our attention to the defect. It was right up to the xiphoid and costal margin that had potentially been resected. The defect was 25 cm wide x 30 cm long. It was obvious not to come back together primarily. So, we started on the left side, incised the posterior rectus sheath, separating off the rectus muscle, carefully preserving neurovascular bundles, incising the transverse abdominis muscle in the preperitoneal plane, heading back to the psoas, down to cooper's. Superiorly, we took it all way down the center tendon of the diaphragm. We began with a 15 cm below the costal margin down to nice wide coverage. This gave us excellent advancement, but not enough to get things come back together primarily. So, on the contralateral side, we again incised the posterior rectus sheath, separated off the rectus muscle, carefully preserving neurovascular bundles, incised the transverse abdominis muscle in the preperitoneal plane, heading all way down to the center tendon of the diaphragm again 15 cm on the costal margin back in the retroperitoneum. The psoas joined the plane sweeping the bladder inferiorly and then superiorly joining the planes well below the sternum down the center tendon of the diaphragm. It gave us 10-15 cm overlap. We then closed posterior sheath to exclude the mesh from the bowel. We performed meticulous hemostasis, fashioned a 50 x 50 cm piece of versatack mesh, secured with multiple sutures to the costal margin, and then the diaphragm tucking the mesh way up superiorly. We had excellent overlap and laterally with transfascial sutures just above the pubis. We then closed the fascia, although up high. Our hernia sac covered our mesh. We then resected some of the excess skin on the sternum that was fairly thinned out. We then closed the wound in layers. The patient awoken from anesthesia and taken to the recovery room in stable condition.¿ (B)(6) 2016: (B)(6) clinic. Implant information. One-of-a kind implant, covidien surgical device. (B)(6) 2016: (B)(6) md. Sicu impression and plan: 68-year-old male with a history of cad/chf: cabgx5 in 2005 c/b fe (3 months of warfarin, no ac since) and mrsa mediastinitis (resulted in large ventral hernia). Cleared by cardiologist (B)(6) at osh for this surgery. Stress test (B)(6) 2016 negative. Ef 43%. Denies any concerning cardiac symptoms subsequent ventral hernia: complication from mrsa mediastinitis. Per pt, he underwent 5 surgeries at osh for attempted repair '05-'07. Also has a history dm2: well-controlled on canagliflozin. Osa: s/p uvuloplasty, continues to require bipap. Hypothyroidism on levothyroxine. Transferred to sicu due to increased lactate and large surgery requiring postoperative monitoring. (B)(6) 2016: copath plus. Steven billings, md. Laboratory report. Final diagnosis: soft tissue mass, mesentery, excision - appendix epiploica with fat necrosis. Gross description: received fresh labeled "mesenteric mass" is a segment of yellow white fibrous tissue with attached fibroadipose tissue measuring 2.8 x 2.7 x 1.3 cm. Sectioning reveals fat necrosis. (B)(6) 2016: (B)(6) clinic. (B)(6) cnp/(B)(6) md. Discharge summary. Hospital course: ¿68-year-old male pmh includes cad s/p CABG in 2005, osa on bipap, dm2, and hypothyroidism. Pt had an epidural placed prior to surgery to assist with pain control. Pt is s/p 8/12 complex abdominal wall reconstruction with tar and mesh placement who had an immediate post-op sicu stay for resp insufficiency and elevated lactate. He was transferred to the rnf on pod2 and his post-op course was c/b [complicated by] ileus and r pleural effusion seen on CT (B)(6) 2018. His pain was well controlled, and his epidural was removed on (B)(6) 2018. Later on (B)(6) 2018, he developed mental status changes which resulted in an extensive w/u, which included EKG changes (t-wave inversions), CT head which was negative. CT pe on (B)(6) 2020 revealed pe and improving r pleural effusion. Pt was started on heparin gtt [drip] and transitioned to a lovenox to coumadin bridge with the assistance of vascular medicine. Pt ultimately evaluated the patient as appropriate for discharge home. On the day of discharge, he was transferred to the rnf, was tolerating a diet, had return of bowel function, his pain was well controlled, and he was deemed stable for discharge home with outpatient follow up.¿ (B)(6) 2018 ¿ (B)(6) 2019: cleveland clinic main. Inpatient hospitalization. (B)(6) 2018: (B)(6) md. Operative report. Assistants: (B)(6) (resident), and (B)(6) (fellow). Procedure: open right redo myofascial advancement flap. Open left redo myofascial advancement repair of recurrent incarcerated incisional hernia. Modifier 22 for severe adhesions in the prior mesh complicating the operation. Implantation of 50 x 50 cm of prolene soft mesh. Preoperative and postoperative diagnosis: multiple recurrent incarcerated incisional hernia. Estimated blood loss: 600 ml. Complications: none. Drains: 2 jackson-pratt drains. Indications: ¿this is a 70-year-old gentleman with a very complex past surgical history including mediastinal surgery with mediastinitis flap procedure, had a massive hernia fixed about 2 years ago. He split his versatack mesh and now presents for a very symptomatic recurrence. The risks, benefits, and outcomes of open complex abdominal structure discussed in detail. He understood and wished to proceed. Of note, his coumadin was held and he was bridged to his history of dvts and pes.¿ wound class: clean. Findings: 23 x 40cm defect closed with bilateral redo tar and prolene softmesh; 2x blake drains placed above mesh. Patient remained intubated at end of procedure for plateau pressure increase (19 to 26). Procedure: ¿the patient was identified and brought to the operating room and placed in supine position. After general endotracheal anesthesia was administered and all appropriate padding secured to the table, he was prepped and draped in the usual sterile fashion. Preoperative antibiotics and scds were applied. We then began with a midline incision. Entered the abdomen sharply, then performed extensive adhesiolysis. His colon was actually quite distended and omentum were plastered up to the anterior abdominal wall. This was all sharply taken down. We ran the entire small bowel. There were minimal intraabdominal adhesions. We freed up the entire anterior abdominal wall including taking the liver down making sure of good hemostasis along the liver. Once we freed up the entire anterior abdominal wall, it was apparent the mesh had split both from the umbilicus and the xiphoid area. We placed a towel over the viscera. I really felt like given the size of the defect 23 x 40 cm, there was just no way that it was going to come back together primarily in order to resecure the mesh, so I decided to redo the chart. We then began on the patient's right side, incised the posterior rectus sheath, separated off the rectus muscle, carefully preserving as much of the neurovascular bundles. It was extremely difficult given the prior mesh in the retromuscular preperitoneal space. We were able to carefully persist bringing everything down and getting on the lateral abdominal wall to the psoas in the space of retzius and brought 10 cm up in to the costal margin at the central tendon of the diaphragm. Again, this was extremely hostile dissection and very difficult, bloody, and some of the perforators had to be sacrificed just given the severity of the scar tissue. This gave us good advancement, not enough to get this massive defect come back together primarily. So, we began on the left side, incised the posterior rectus sheath, separated off the rectus muscle, carefully preserving his most of the neurovascular bundles as we could and then took the mesh down with the posterior sheath, heading back to the lateral abdominal wall upon the costal margin joining the planes, 10 cm below the sternum and laterally in the psoas and taking down the space of retzius. At this point, we then closed posterior sheath, completely excluding the mesh from the bowel. Performed a tap block with 20 ml of exparel and 80 ml of saline. I then confirmed meticulous hemostasis fashioned a 50 x 50 cm piece of prolene soft mesh in a square configuration using 1 o #1 pds sutures, secured with a costal margin, xiphoid, and lateral abdominal wall under some tension. We then closed the midline with a figure-of-eights to completely exclude the mesh from the skin closures. Plateau pressure to go up by about 7 points. He remained intubated and then closed the skin in layers. He was awoken from anesthesia and taken to recovery room in stable condition.¿ (B)(6) 2019: (B)(6) clinic. Cnp/md. Discharge summary. Hospital course: ¿70 yom presented to clinic with a recurrent ventral hernia. Pt is now sip (B)(6) 2018 abdominal wall reconstruction with bilateral redo -tar and placement of 50 x 50 cm prolene mesh. He recovered intubated in the ICU with an ng tube in place. He experienced acute blood loss anemia, for which he was transfused 2 units of prbcs. He was hypotensive and developed an aki for which he was seen by nephrology. He slowly improved and was extubated on (B)(6). On (B)(6), he was transferred to the rnf and we awaited return of bowel function. On (B)(6), his ng tube remained in place due to an ileus, he was seen by nst and started on IV nutrition. He also experienced delirium, which responded well to seroquel. On (B)(6), he was transferred to the iou with chest pain and dyspnea. A CT pe on (B)(6) was negative for pe. He was seen by endocrinology for assistance in managing an insulin gtt while in the ICU. He was found to have c diff on (B)(6), had an fms placed due to colonic dilation, and was started on antibiotics. He was seen by gi on (B)(6) who recommended holding off on decompressive colonoscopy at this time. He was also seen by ID, who assisted in managing his antibiotic regimen and duration. On (B)(6), he was transferred to the rnf. On (B)(6), his ng was removed, he was started on a clear liquid diet, which was advanced as tolerated and his coumadin was resumed. He was seen by our physical therapists, who recommended he would benefit from continued physical therapy at home, which our case managers worked to arrange. On the day of discharge, ID recommended not treating his ua results, his leukocytosis had resolved, the patient was tolerating a diet, their pain was well controlled, and they were deemed stable for discharge home with outpatient follow up.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.